Manufacturer narrative:
Additional information: patient and device codes.

Event description:
It was reported that an overinfusion occurred. Insulin in 0.9% sodium chloride (100units per 100ml) infused at 200ml/hr. The event occurred in the emergency department (ed). It was later reported that the patient needed unspecified medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
The report of an over infusion where insulin 100units/100ml infused at 200ml/hr was not confirmed; however, the logs show the possibility of a programming error that occurred after a channel disconnection. A channel disconnection was observed in the logs; however, testing failed to replicate a disconnection. The source pcu was received with the instrument seal intact. The male iui was observed with damaged isolation ribs. The female iui was observed with some dried fluid on the contact pins. There were no other anomalies observed the log recorded prior to a channel disconnection pump module s/n (B)(4) (channel b) was infusing insulin (drug ID 231) at a rate of 6ml/hr and pump module 15506461 (channel c) was infusing ivf +kcl 20meq/l (drug ID 4) at a rate of 200ml/hr. After the channel disconnect is confirmed by the user, channel b is selected and programmed for maintenance ivf (drug ID 2) at a rate of 200ml/hr and channel c is selected and programmed for insulin (drug ID 231). It could not be determined if the correct pump was selected to infuse maintenance ivf (drug ID 2) and insulin (drug ID 231). The logs identified a channel disconnection. The disconnection affected channels b and c. Channel a continued to infuse. The iui test method was performed on the returned system. Testing failed to replicate a channel disconnection. Inspection of the pcu male iui found damaged isolation ribs between pins 7 and 8, 12 and 13, 13 and 14, 14 and 15. Rate accuracy testing was performed on the source pump module s/n (B)(4). The source device was found to be delivering fluid in specification. Inspection of the source pump module found no irregularities. The root cause of the customer¿s complaint of an insulin over infusion was not definitively determined. The logs show that after a channel disconnection, the possibility of the user programming the wrong pump for IV maintenance (drug ID 4) and insulin (drug ID 231), which would deliver the insulin infusion at 200ml/hr as reported. Review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 5/28/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 04/21//2021 and indicated that this device has not been previously returned for service for issues unrelated to the reported complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an overinfusion occurred. Insulin in 0.9% sodium chloride (100units per 100ml) infused at 200ml/hr. The event occurred in the emergency department (ed). It was later reported that the patient needed unspecified medical intervention. Although requested, no additional information was provided.